Manufacturer narrative:
H3): the turbo-elite was returned intact to a non-philips guidewire. Visual inspection of the turbo-elite found broken fibers, and the outer jacket was damaged (wrinkled, crushed, and kinked). During functional testing, the guidewire could not be removed, and while pulling from the proximal end, the outer jacket collapsed. To determine the cause, the outer jacket/surrounding fibers were removed to expose the guidewire within the inner lumen. The inner lumen material was damaged from pulling, but the guidewire did not appear to be kinked. H6): based on the device evaluation and investigation, the probable cause of the turbo-elite getting stuck was lack of guidewire hydration; causing damage to the outer jacket from pulling. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat a moderately calcified plaque lesion in the mid anterior tibial (at) artery. A spectranetics turbo-elite laser atherectomy catheter, along with an asahi gladius mongo 0.014 guidewire, was used to treat the patient. After a couple of passes, when trying to remove the turbo-elite from the guidewire, resistance was noted. The turbo-elite was able to move forward; however, when attempting to retract, the guide wire would pull back as well. Therefore, a new guidewire was placed next to the turbo-elite to maintain access, and the turbo-elite and guidewire were removed as a system. A balloon was placed over the new guidewire, and the treatment was completed. There was no reported patient harm. This report is being submitted due to removal as a system. There is potential for harm if it were to recur.

Manufacturer narrative:
A2-a6) patient information - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4) device serial number - not available from facility. The turbo-elite device was not returned for evaluation, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.